Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8345592. Medical device expiration date: 2020-04-30. Device manufacture date: 2018-12-11. Medical device lot #: 9004579. Medical device expiration date: 2020-05-31. Device manufacture date: 2019-01-04.

Event description:
It was reported that an unspecified number of bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes experienced clotting. The following information was provided by the customer: material no: 367856. Batch/lot: 8345592 and 9004579. It was reported that there has been an "increase in clotted lavender top tubes". Note from account: (B)(6) has experienced an increase in clotted lavender top tubes since (B)(6) 2019. We further investigated the problem and found that 9 out of 11 specimens were from two specific lots (8345592 and 9004579). The collections were performed by various phlebotomy and nurse staff.

Event description:
It was reported that an unspecified number of bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes experienced clotting. The following information was provided by the customer: material no: 367856. Batch/lot: 8345592 and 9004579. It was reported that there has been an "increase in clotted lavender top tubes". Note from account: (B)(6) has experienced an increase in clotted lavender top tubes since (B)(6). We further investigated the problem and found that 9 out of 11 specimens were from two specific lots (8345592 and 9004579). The collections were performed by various phlebotomy and nurse staff.

Manufacturer narrative:
Investigation: investigation summary: bd received samples from the customer facility for investigation. The samples were tested and evaluated and the customer's indicated failure mode for with the incident lot was not observed as all product specifications were met. Samples from the incident lots were evaluated. All samples were visually inspected for the presence of k2edta additive, and all tubes were found to contain k2edta spray coating on the inner walls of the tube. Following visual inspection, all samples were tested for the amount of the k2edta additive and all samples were within specification requirements. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.